Event description:
It was reported, "upon the 2nd activation, the coag button was released and continued to output energy. The surgeon had to unplug the machine. This was the first time the product was used." It was also reported that there was no patient injury.

Manufacturer narrative:
The return of device is anticipated by conmed corporation; however, the device has not been received to date. Upon completion of the quality engineering evaluation a supplemental report will be filed.